Manufacturer narrative:
The reported field event of extended charge time was confirmed in the laboratory via review of the device image. The hv capacitors were sent to the manufacturing site for further evaluation and an internal hv capacitor anomaly was observed one of the hv capacitors.

Event description:
It was reported that the patient received vibratory notification for capacitor charge time limit reached. A manual capacitor maintenance performed in clinic was unsuccessful. Device was explanted. Patient condition is good.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.